Event description:
It was reported that the neck angle of the gts varized stem on the orthosize software indicates 133deg instead of 122deg. It is unknown if the software was used during a demonstration or for a future patient case.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Further investigation has been initiated to address the reported issue. The following sections could not be completed with the limited information provided and the reported event is not a device or implant. Common device name and device product code. Expiration date - unknown. Initial reporter - unknown. PMA/510(k) number. Manufacture date ¿ unknown.